Event description:
The x-mesh cage was implanted with an x-mesh posterior inserter/expander. When the surgeon attempted to detach the inserter, the cage would not disengage from inserter. The cage and the inserter/expander were removed and the cage could not be used. The surgeon proceeded to use bone strut (humerous bone) for the corpectomy. This medwatch report is being filed for the x-mesh expandable cage. See mfg medwatch report no. 1526459-2013-16853 for the x-mesh inserter/expander that was involved in this event.

Manufacturer narrative:
Visual inspection revealed no device defects or other abnormalities during evaluation of product. No deficiencies were noted to the x-mesh posterior implant. A review of the DHR acknowledged that no issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Although the root cause cannot be positively determined, the set screw markings and the lack of witness marks on the axial grooves of the x-mesh cage indicate that the cage was in the fully extended position when the set screw was advanced. It is likely that the cage was over expanded beyond its free sliding capabilities causing interference between the x-mesh implant cage and the inserter/expander. This interference would have created difficulty in removing the inserter/expander from the x-mesh implant cage. Attention should be given to proper implant selection size and instrument care. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.